Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The displacement test and self test were passed. Customer stated there was smell of insulin in the reservoir compartment. Customer stated that during displacement verification test leaks were observed. Customer stated that the leak passed between two o- rings. Customer stated that there were air bubbles in the reservoir. Customer stated there were 6 to 7 centimeter air bubbles in the tubing. Customer stated there were air bubbles present between the o- rings. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.